Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to water. The insulin pump was dropped in an ice chest. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.